Event description:
It was reported that the surgeon was unable to seat the g7 liner into the g7 shell. A second g7 liner was opened and attempted with the same result. A third g7 liner was then assembled, and the case was completed successfully. Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
(B)(4). D10: g7 pps ltd acet shell 62h item: 010000668 lot: j7867489 g2: foreign ¿ canada the customer has indicated that the product is not available and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.